Event description:
The customer reported an issue with the pump where the touchscreen was unresponsive and would not react to inputs, although it was not cracked or shattered. It was mentioned that the blood glucose level displayed as high, but a specific value was not provided. The customer managed the high blood glucose by administering both bolus and injections but declined to perform a pump reset for the screen issue, opting instead to follow up at a later date. No third-party assistance was required.